Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted ¿the mesh was removed from the inguinal canal in pieces. The mesh was densely adherent at the pubic tubercle. The mesh was excised.¿ it was reported that the patient experienced chronic inguinodynia.